Event description:
An (B) (6) pt with cancer was found to be on 4 medications simultaneously and inadvertently that increased the propensity for bleeding. The medication were enoxaparin, unfractionated heparin by continuous infusion. Aspirin and warfarin. The root causes included ineffective or defective decision support and user unfriendly representations of current medications and orders. The pt is put at risk, when multiple physicians caring for pts with multiple comorbidities are clicking orders without adequate and user friendly displays of what other members of the pt's care team have ordered. User error facilitated by poorly designed screen displays of vital info (B) (4) investigation.